Event description:
The patient called animas alleging that the pump emitted recurring loss of prime warnings. The pump was returned to animas and investigated. The display lens was removed and the display screen was lifting causing the force sensor connection pins to lift with it causing the failure. This complaint is being reported based on the investigation results.

Manufacturer narrative:
This report is based on evaluation results completed on (B)(4) 2012. (B)(6). Recall # 2531779-03/24/2010/003-r. Evaluation revealed that the display screen was lifting causing the force sensor connection pins to lift with it. Review of the pump history did not reveal any loss of prime warnings associated with zero force. The pump was exercised for 24 hours with no alarms or failures. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.